Event description:
The customers observed biased results on the vitros dt60 analyzer. Based results could lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
This semi-annual summary report covers eighteen malfunction mdrs, covering the period january 1, 2006 to june 30, 2006, as agreed upon for asr under the modified alternative summary reporting program. Troubleshooting determined these events to be consistent with a user-induced slide tracking error. User error was the cause of these events. This report covers malfunctions only and excludes death and serious injury.